Event description:
The patient reports never having therapeutic effect since 5 days post implant. The pump was implanted in the buttock area and because of the location of the pump the patient had additional pain and back spasms/muscle spasms. The pump near the catheter entrance was only held in by 1/16" to 1/32" of skin and the patient's psychiatrist was concerned that the pump would break through the skin entirely. The patient was attempting to procure a physician to remove system and the possibly re-implant after he had recovered from the adverse effects being caused by the current pump location of the buttocks. It was also noted the health care provider was decreasing his pump medication in order to prepare the patient for pump removal which the patient does not expect to occur until (B)(6). The pump delivered hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709sc serial # (B)(4) implanted on: (B)(6) 2011 explanted on: unknown. (B)(4).